Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2024. No device related issues were reported; however, evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline (including the controller connector) was returned in one segment measuring approximately 34¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities. Visual inspection of the 34¿ driveline segment revealed breaches in the insulations of the orange and yellow wires, approximately 32.5¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the orange or yellow wires contacted the braided shield while the system was operating on a tethered power source (such as the power module or mobile power unit), the resulting short-to-ground would have resulted in the low speed event confirmed through the submitted log files under MFR#: 2916596-2024-00587. The pump was reassembled and functionally tested under normal operating conditions using a test distal end driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii patient handbook rev. D, are currently available. The IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline; however, despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant and the pump was explanted. This transplant was routine. The device operated as expected.